Event description:
It was reported by the caller that the patient had st segment elevation on the ECG during a pfa application with the farawave catheter. The caller reports that near the end of the procedure the nurse anesthetist noted that the patient's heart rate and blood pressure had dropped. It was noted by the physician that the ECG tracings showed st segment elevation. A second physician was called in to take images of the coronary arteries with contrast and the patient was given nitroglycerine. With the administration of nitroglycerine, the st segment elevation resolve and the patient was stabilized. The caller reports that the patient was stable on transfer to ICU for further monitoring. The caller reports that the only bwi products used during the procedure was an octa ray catheter and a accunav imaging catheter. Both catheters were disposed of by staff and not available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).